Event description:
Complainant alleged that the device displayed a "check electrodes" message. It is unknown whether the device was in use on a pt or not. Several attempts were made to gather further info from the complainant without success.